Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2009. During the procedure, the disposable handpiece would not align with the motor drive unit. Eventually, it was connected and the motor drive unit was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). Damage to drive connector or coupling. Conclusion - the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.